Manufacturer narrative:
The device was returned for evaluation and visually inspected . The complaint that a piece of the cannula tip broke off was confirmed. An investigation is on-going and when completed a follow-up report will be sent. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety.

Event description:
On (B)(6) 2016, surgiquest was made aware of a purported malfunction with one of its devices via a distributor . The event transpired in (B)(6). It was purported that during a minimally laparoscopic colonectomy ( sigmoid), a 2-3 hour procedure, the physician noticed breakage of tip of ias12-100 and located the piece of the device inside the patient. The fragment was retrieved and no patient harm ensued. A ligasure device was being used at the time. It was reported that this was an anastomic operation exogenously. No staplers or other pressure devices were used. The product is available for evaluation.

Manufacturer narrative:
As previously reported in the initial MDR, the "used" device was returned for evaluation and visual inspection confirmed the report of the cannula tip breakage. However, the exact cause of the breakage was unable to be determined, as further testing could not be performed due to the damage condition of the returned device. To determine the root cause of this reported breakage, further investigation and testing by the quality engineer were also conducted using a relevant sample size of 48 pieces. Based upon known uses of the device, which generally include: cases of lengthy duration, severe manipulation, use of energy devices and the use of retractors, conmed attempted to replicate the cracking of the ias12-100 cannula by simulating these conditions in the lab setting. Under normal conditions, testing shows all sample units met dimensional and performance requirements. However, in an effort to replicate extreme conditions, all units were subject to exposure to cautery smoke, cantilever load testing, retractor withdraw force test, and cannula ID exposure to ligasure end-effectors. As a result of this extreme testing, it was observed that a total of three (3) devices experienced some level of minor cracking. It should be noted that none of these cracked units exhibited any loose fragments, and all stayed intact with no distal tip breakage occurred. In this instance, conmed is confident that the product is robust, and does not experience damages, unless it is subjected to extreme conditions as described above. Based upon available information and the investigation results, the released products met manufacturing specifications with no anomalies or non-conformances observed during the manufacturing process that could have caused or contributed to the reported breakage, the alleged problem therefore could not be verified. To date, there have been no patient long term adverse effects resulting from this type of incidents. The company continues to monitor this type of issue, and works diligently to ensure product safety.